Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had downstream occlusion membrane damage. This event occurred during preventive maintenance. There was no patient involvement.

Manufacturer narrative:
No product was returned; however, photos provided by the reporter showed clear cracks in the downstream occlusion (dso) seals. Functional and visual testing were performed, but the reported issue could not be duplicated. Further evaluation and complaint confirmation could not be completed because the device was not returned. Based on the available information and service history review, a probable cause could not be determined.